Event description:
During assessment of pt, we noticed the 4 - lead and 12 - lead were not showing up on display screen. After several attempts we were able to obtain EKG reading after doing the following: checked lead placement three times, unplugged and plugged EKG cables three times; turned monitor off and on.